Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump not able to prime, unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had no delivery alarms. The customer was reported that the issue was resolved by changing complete set change. The customer was assisted with troubleshooting. The customer reported that the insulin pump had low battery alarm. The insulin pump will not be returned for analysis.